Event description:
Consumer complaint of blood result reading of "hi". Reviewed the last 5 blood results in the meter memory: (B)(6) 2014 - 1:51 pm - hi; (B)(6) 2014 - 6:28 am - 582 mg/dl; (B)(6) 2014 - 9:43 pm - 55 mg/dl; (B)(6) 2014 - 8:15 pm - 137 mg/dl; (B)(6) 2014 - 1:13 pm - 143 mg/dl. Customer normal range for her blood result is 70 mg/dl - 120 mg/dl before a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).